Manufacturer narrative:
Due to character limitations initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was confirmed that the device can not be repaired. The device's dispositioning is pending customer decision. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device did not provide voice prompts when the lid is opened. Upon initial evaluation, physio-control observed that the device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A cause of the reported issue could not be determined. The device was returned unrepaired per the customer's request.

Event description:
A customer contacted physio-control to report that their device did not provide voice prompts when the lid is opened. Upon initial evaluation, physio-control observed that the device would not power on. There was no report of patient use associated with the reported event.